Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the tip of the instrument broke off in the patient¿s existing hardware and was retrieved. The product came in contact with the patient. No fragment remains in the patient.

Manufacturer narrative:
Product analysis results: visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted which is consistent with torsional overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no patient symptoms or complications due to this event. A back up driver was used to complete the surgery.